Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open sores under the electrodes. The patient's physician prescribed (B)(6) and instructed the patient to remove the lifevest for a couple hours each day. Follow up indicated that the sores healed and the patient continued use of the lifevest.